Manufacturer narrative:
The on-site inspection performed by our field service engineer confirmed that the pressure transducer test failed the pre-use check. Further inspection revealed that both pressure transducer printed circuit boards (pcb:s), the expiratory channel pcb and the expiratory channel connection pcb were defective. All the mentioned pcb:s were replaced, which solved the failure of the pressure transducer test. The expiratory channel printed circuit board is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. No logs have been received and we have therefore not been able to verify the pressure transducer failure during pre-use check. The replaced parts were not returned for further investigation as they were kept by the customer. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the defective pcb:s.

Event description:
Manufacturer's ref: # (B)(4).

Event description:
It was reported that the ventilator had an issue - pressure transducer error. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.